Event description:
Consumer was using a heating pad while sleeping and awoke to find the pad was burning and caused damaged to the bedding. No injuries were reported with this incident.

Manufacturer narrative:
Using an ac circuit higher than the 110-120 volts is abuse of the product and a direct violation of the instructions provided. Consumer also admitted to sleeping while using the pad and this is a direct violation of the warnings and instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.